Manufacturer narrative:
Remains implanted.

Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The patient returned for the 3 month follow-up CT on (B)(6) 2014, and presented with an occlusion of the left iliac limb. A review of the post-operative imaging shows that the iliac limbs are twisted a full 270 degrees. The significant rotation of the iliac limbs during the original implant procedure may have caused the left iliac limb to become compressed, resulting in a complete occlusion over time. As of the date of this report, the physician plans to monitor the patient. The left external iliac artery is being perfused by the left hypogastric artery therefore, there is no plan for a re-intervention.